Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump was not working. Customer's mother reported that when the customer was doing a complete set change and when trying to do a fix prime the device froze and the esc will not respond. Customer's mother took out the battery and attempted to bolus and some of the buttons did not respond. Customer's blood glucose was 75 mg/dl. Customer's mother reported customer was filling tubing so he might have pressed the button hard, as a significant event that may have caused the alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No frozen display noted. Insulin pump had minor scratches on lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.